Event description:
Information received indicates that following avr, a temporary heart wire placed. After a few hours the device failed to sense and stimulation problems were noted, a percutaneous stimulator was subsequently implanted. On the way to the or, the heart stopped and the patient received external heart massage. Later seven days a permanent pacemaker was implanted and the patient was discharged from the hospital with no subsequent medical complication reported.